Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the bending section of the subject device did not work. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there was the deterioration of the angulation mechanism of the subject device by rust. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus service operation repair center found that there was scratches/hole inside biopsy channel and leakage from biopsy channel. Since the subject device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. The angulation mechanism was corroded due to water invasion from the punctured biopsy channel resulted in the reported event. The instruction manual of the subject device states the corresponding method in case of an abnormality.